Event description:
A malfunction alarm with code malf 9 was reported, and the customer was assisted in resetting the pump. There was no adverse impact on the customer's blood glucose level. After the pump reset, the issue did not recur, and the customer was advised to continue using the pump and to contact support again if the problem reappeared.